Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances less than 200 ohms on the right atrial (ra) channel. Additionally, a stored episode of ra noise lasting less than two seconds was observed. The physician has elected to continue monitoring the system. This ICD and the ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that the right atrial (ra) impedance measurements were still less than 200 ohms, and noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted. The ra threshold measurements had increased. The device was therefore reprogrammed, and the patient would be monitored. No adverse patient effects were reported. The device remains in service.